Manufacturer narrative:
The report of an active pump off alarm while the driveline was connected was confirmed based on the evaluation of the returned system controller. The reported alarm was able to be reproduced after the returned system controller was connected to a test pump. The pump off alarm became active system controller did not operate the system. Further evaluation of the system controller revealed an electrical resistance issue in the communication pathway between the components on the main printed circuit board. Visual inspection of the backup battery (ebb) installed within the returned system controller revealed a bent pin within its receptacle. The report of a backup battery fault alarm was confirmed as the observed damage sustained to the ebb would have prevented the backup battery ribbon cable from fully seating within the receptacle, resulting in the alarm. Although the exact cause of the bent pin of the ebb could not be conclusively determined, it appeared to be a result of misalignment during installation of the ebb. It was noted that the customer was not able to provide the serial number of the ebb in use at the time the backup battery fault alarm was observed, therefore it could not be confirmed whether the observed finding was responsible for the reported event. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 2 months (calculated from the date when the system controller was issued to the patient). The device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there was a rip (damage) on one of the system controller power cables that needed to be re-taped. The vad coordinator observed that the black power cable of the system controller had a cut with visible wires showing. Upon connecting the patient's backup system controller to the power module to check that the pump speed was set correctly, a replace backup battery alarm message was immediately displayed on the system monitor screen. A new backup battery was placed in the backup system controller, the date and time were synched on the system monitor screen, the pump speed was verified and it was noted that the new battery had a lifespan of 25 months. The white power lead was then switched to the backup system controller followed by the driveline. The black power lead was then switched to the backup system controller at which time the patient reported experiencing dizziness and feeling faint. The system monitor screen indicated a pump off alarm and the pump had stopped despite being connected to power and the driveline being connected. The patient was immediately switched back to the original system controller. The pump parameters returned to normal and the patient reported feeling fine. Interrogation of the backup system controller that did not start the pump showed a backup battery fault/change system controller alarm in the history file. The patient was switched over to a new system controller using battery power. During the switch, the vad coordinator connected the new system controller in the same sequence of white power lead first, then the driveline and finally the black power lead. It was reported that the patient tolerated the second system controller exchange well.